Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The two unused viscous fluid pak (vfc) tubing set, two 10 milliliter (ml) syringes and two 25gauge (ga) vfc cannula¿s were returned and visually inspected. The cannula¿'s bent due to no tube protective covers. A calibrated timer, scale and console representing the current software version were used to test the samples. The injection and extraction function of both samples met specification per the requirement. The plungers performed smoothly; radio frequency identification (rfid) connection to the console and the syringes to the adaptor/tubing securely engaged, not detached. The pressure was stable in both injection and extraction settings. No air leak occurred from the sample during testing. The product could prime; tune with the handpiece, and pass intraocular pressure (iop) calibration successfully. No anomalies were observed during priming. No system message code was generated during testing. Fluid flowed from the balance salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected from the pump elastomer or on the pump area of the fluidics module. Cleaning process was able to be performed after functional test had completed. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The product functioned per specifications. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product meeting specifications. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that silicone oil could not be extracted during surgery. The surgery was completed after extracted the silicone oil by manual. The procedure type was unknown. There was no impact to the patient.